Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. When the third party serviced the system for the swivel issue, the room crashed when attempting to load software into all subsections. As a result, the software becomes corrupted in frontal and lateral image processing pc, geo pc, flex pc, and flex port configurations. The fse reloaded all software into subsections and changed the flex vision settings and ports. Added dose reporting to the database, following these repairs, the system was returned to good operating order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system ¿crashed¿ while a third party was servicing the system, trying to load software. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.